Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the instructions for use, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Event description:
Additional information provided clarifying that the right heart catheterization was performed to check the accuracy of the cardiomems sensor pressures. The sensor was not recalibrated and the site is no longer questioning the readings.

Event description:
It was reported that a right heart catheterization was performed and the site noted a discrepancy between the catheter readings and the patient's cardiomems readings from the same day. The reason for the right heart catheterization was not provided and the site has not recalibrated the sensor to date. Additional information has been requested.